Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer stated that the pump kept receiving a failed battery test alarm. Customer stated that they will disconnect the tubing, reconnect, rewind, and re-prime when the alarm occurs. This resolves the no delivery alarm. Customer also changes the site and starts over if the no delivery alarm happens twice. Customer will be sent a replacement battery cap. Customer was able to clear the alarm. Customer was advised to monitor the pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.